Manufacturer narrative:
Event was reported to have occurred on an unreported date in february. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. On an unreported date in the month following the event onset, the patient was hospitalized at the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.